Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile examination found no irregularities or defects. The maximum outer diameter of the distal shaft was within specifications. Microscopic examination revealed a partial separation at the collar/proximal location. Microscopic and tactile examination of polytetrafluoroethylene (ptfe) found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31may2016. It was reported that resistance was encountered and shaft kink occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 145 guidezilla¿ was selected for use. During delivery, it was noted that strong resistance was encountered. The catheter was kinked between the connection part of the shaft and hypotube. The procedure was completed with a 6f guideliner. No patient complications were reported and the patient's condition was good. However, device analysis revealed a partial separation at the collar/proximal location.